Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation and a return of nausea when the pt's grandson was visiting with a new helicopter toy. The pt's grandson and the toy are now gone, and the shocking no longer occurs but the nausea remains. Add'l info has been requested.